Event description:
Pump had originally been set for epidural infusion in milliliters. Epidural was discontinued and a pca was ordered. Pump was programmed for pca use in milliliters rather than milligrams.